Manufacturer narrative:
Initial reporter email: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, the device experienced overfill. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that the vacuum is too great causing an overfill the customer states the vacuum is too great causing more than 2.7ml of blood to be drawn when using the bd vacutainer citrate tubes from lot 2166980, exp. 2023/03/31 (cat# 363083). According to the user, the tubes are filling up to the bottom of the closures which impacts the proper ratio of blood and anticoagulant. The samples are being rejected by the lab which is causing specimens to be recollected and delays in the patient results ¿ see attached complaint document for details. Steps taken with customer/troubleshooting: requesting additional information and returns. Customer states the vacuum is too great causing more than 2.7ml of blood to be drawn when using the bd vacutainer citrate tubes from lot 2166980, exp. 2023/03/31.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-11-21. H.6. Investigation summary: bd received 21 samples and 2 photos from the customer in support of this complaint. 10 samples and 10 retentions from the bd inventory were functionally tested and the issue of overfill was not observed as all tubes were within specification limits. The photos were evaluated and do not show overfill. The blood meniscus is visible under the bottom edge of the hemogard closure. Bd was unable to confirm and/or duplicate the customer¿s indicated failure mode because the defect was not observed in the samples, photos or the retention testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd was unable to determine a root cause for the reported issue. Sufficient volume is achieved when the blood draw falls above the minimum fill indicator and below the bottom of the shield. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, the device experienced overfill. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that the vacuum is too great causing an overfill. The customer states the vacuum is too great causing more than 2.7ml of blood to be drawn when using the bd vacutainer citrate tubes from lot 2166980, exp. 2023/03/31 (cat# 363083). According to the user, the tubes are filling up to the bottom of the closures which impacts the proper ratio of blood and anticoagulant. The samples are being rejected by the lab which is causing specimens to be recollected and delays in the patient results ¿ see attached complaint document for details. Steps taken with customer/troubleshooting: requesting additional information and returns.